Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the errors on the universal surgical manipulator (usm). Fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. The usm was analyzed, and the reported failure (error 319) was confirmed via the error logs and replicated in-house. The site's logs showed a 319-error occurring on usm 2 and multiple communications errors pointing toward the axes controller, carriage (acc). The unit was tested on an in-house system in normal mode where it triggered a 307-error pointing toward the axis controller carriage (acc) board. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed the check all boards present test where the acc board was not found. During the investigation, it was noticed that the rolling loop fiber and ground straps were broken and tangled in the spar. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a non-recoverable 319 errors on the universal surgical manipulator (usm) 2 after docking. The customer converted the procedure to laparoscopic surgery before calling. The procedure was completed with no reported injury.